Event description:
The customer tested his blood glucose using his breeze2 meter and received a reading of "hi". He retested using another breeze2 meter and received a reading around 300 mg/dl. The difference between the readings appears to fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation, but the lab only received an empty disc. Replacement test strips were sent to the customer.

Manufacturer narrative:
The test strips were actually returned under another record, so the product information is being provided in this follow up report.

Manufacturer narrative:
The qa lab received an empty breeze2 reagent disc, so evaluation of the test strips was not possible.